Manufacturer narrative:
Investigation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the gas delivery system unexpectedly changed from air to 95-5 automatically. No other details regarding the nature of the event were reported. There were no reported adverse consequences to the pt as a result of this event.